Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that insulin pump had low battery alert prior to the off no power alert customer also state that insulin pump shows compromised force sensor system alarm customer states this is the second occurrence of off no power without a low battery warning customer blood glucose was 156 mg/dl. Product will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and all operating currents tested within the specific range and passed off no power test. (B)(4).